Event description:
Pt was a cath lab pt and procedure had been successfully completed. When surgeon attempted primary closure of the arteriotomy site using a perclose proglide suture-mediated closure system. Upon insertion he advanced to an area of scar tissue and the device snapped. He gently tried to extract device but was unsuccessful. Unfortunately a large piece of the sheath / device remained in the sfa (superficial femoral artery). Pt was immediately transported to a higher level of care for surgical intervention. The device was located and removed, as well as repair to the artery and removal of clots. Pt tolerated procedure well and intervention was successful. FDA safety report ID# (B)(4).